Event description:
The device was removed due to a "fluid loss". The entire device was removed and replaced with another inflatable penile prosthesis.

Manufacturer narrative:
The entire device was received and evaluated by the manufacturer. Two leakage sites were identified on one of the cylinders. One existed at the strain relief junction. The other, was located in the cylinder bladder. A microscopic examination of the leakage sites was performed. The leakage site at the stain relief junction was examined. The inner and outer layer of tubing were separated. The cross sectional surfaces of this leakage/separation site were rough and irregular, indicating a tear. The bladder material was separated. The cross sectional surfaces of this leakage/separation site showed uniform striations, indicating contact with sharp instrumentation, e.g. Scalpel, scissors. Based on the received information and quality assurance's examination, qa concludes that the device leaked from the two mentioned areas. Based on the duration the device was implanted, the leakage site caused by instrument contact most likely occurred during or subsequent to explant surgery. The leakage site in the tubing area was caused by stress(es) associted with device usage over time.